Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument had a defective wire at jaw. No fragments fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that no fragment fell inside the patient¿s anatomy and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.